Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and no returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for tissue pad detached. The tissue pad of the device was in good condition. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device get the tissue pad detached, the part didn't fall into the patient .another like device was used to complete the case. No patient consequences.